Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es device was offline. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline. A field service engineer replaced comm sled, bus cable that connects to auxiliary and replaced drawer boards for 4.1 and 4.2 and module board to resolve the issue. The fse found that the auxiliary bus cable was damaged while moving the drawer back to its place and so replaced the bus cable, checked the other components and reseated the cables. The system functioned as intended after the field service engineer repaired the device.